Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), device dislocation ("essure migration"), cystitis ("bladder/urinary problems - bladder infection"), urinary tract infection ("urinary problem - uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy + bi-s; salpingo-oophorectomy unilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, device dislocation, cystitis, urinary tract infection and vaginal discharge had resolved and the uterine perforation and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; event injury(invalid) changed to: "pelvic pain"; adverse events added to case: "genital bleeding", "psychological trauma", "bladder / urinary problems", "device migration", "uterine perforation "and vaginal infection and vaginal discharged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), device dislocation ("essure migration"), cystitis ("bladder/urinary problems - bladder infection"), urinary tract infection ("urinary problem - uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy + bi-s; salpingo-oopherectomy unilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, device dislocation, cystitis, urinary tract infection and vaginal discharge had resolved and the uterine perforation and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation, essure perforation in the fundal region, essure of the left fallopian tube, protruding through an poking into the colon'), intestinal perforation ('potentially poking size perforating the colon'), tubo-ovarian abscess ('tubo-ovarian abscess'), salpingitis ('salpingitis'), oophoritis ('oophoritis') and device dislocation ('essure migration'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst, nausea, vomiting, diarrhea, chills, diverticulitis, abdominal pain, loose bowel, menstrual cramps, cholecystectomy, hydrosalpinx and paratubal cyst. Concomitant products included: ciprofloxacin (ciprofloxacina) and metronidazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems, bladder infection") and urinary tract infection ("urinary problem,uti"). The patient was treated with surgery (hysterectomy, + bi-s, salpingo-oopherectomy unilateral, total laparoscopic. C hysterectomy, left salpingectomy with lysis of adhesions and total laparoscopic. C hysterectomy, left salpingooophorectomy and right, salpingectomy, cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal discharge, psychological trauma, cystitis and urinary tract infection had resolved. And the uterine perforation, intestinal perforation, tubo-ovarian abscess, salpingitis, oophoritis and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, genital haemorrhage, intestinal perforation, oophoritis, pelvic pain, psychological trauma, salpingitis, tubo-ovarian abscess, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on an unknown date, uterine perforation with diverticulitis with a 5 cm large abscess. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient dob, medical history, concomitant drugs. Events: tubo-ovarian abscess, salpingitis, oophoritis, bowel perforation added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.